Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred in ¿(B)(6) 2018¿. The patient manages his diabetes with oral medication diet and exercise, and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that ¿two weeks¿ after the alleged issue occurred the patient developed an ¿embolism¿ and on (B)(6) 2018, at 06:00pm he was hospitalized where had his blood glucose tested on a hospital meter, which gave results of ¿280 and 290mg/dl¿ and he was treated with insulin by a healthcare professional. During the call the cca noted that the patient did not have testing supplies available to troubleshoot the issue. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.